Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had numerous errors related to the nurses programming the pumps in ml/hr when they should program in units/kg/hr. They are entering the value in the incorrect field leading to patients not getting the correct dose. The feedback at our nursing leadership meeting was that having both options available for programming increases the risk of errors. They continued to educate to program ¿bottom to top¿ but also wanted to ask if there is way to only allow programming in the dose field ¿ lock out the rate key. The nurses also shared that when the pump shows the current rate it displays in ml/hr and not units/kg/hr (on the scrolling text). There was patient involvement, but unknown impact.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative investigation summary: the report of the programming error cannot be confirmed. Inspection, log review and laboratory testing of the devices could not be performed because they were not returned for investigation. External inspection of the suspect devices could not be performed because they were not returned for investigation. However, the facility provided four (4) pictures showing the pcu display, pump module front rate, channel message, and channel identification display. Based on the images, the pcu and pump module were programmed for a heparin infusion. Both devices appeared to be functioning properly, displaying the drug name, dose units, and specifications accurately, with no malfunctions observed. Log review could not be performed because the devices and their associated logs were not returned for investigation. Laboratory testing, as well as external and internal inspection of the suspect devices, could not be performed, as they were not returned for investigation. The guardrails safety software applies hospital-defined dosing limits and configuration settings to enhance infusion safety. It is essential to select the correct care area profile before starting an infusion. Failure to use the guardrails drug library or selecting an incorrect profile may result in inaccurate delivery rates and incorrect drug dosing, potentially leading to serious consequences such as inaccurate delivery rates or incorrect drug dosing. Additionally, concentration limit units are determined by the selected dosing unit, so clinicians must ensure that these values are properly aligned to avoid under- or over-infusion. When programming a custom concentration using the ¿units only¿ option in the drug library, clinicians must manually enter both the drug amount and the diluent volume into the infusion device. This information is necessary to calculate the correct flow rate or volume required to deliver the prescribed dose accurately. Proper use of the bd alaris¿ system also requires familiarity with its features, setup procedures, programming steps, IV sets, and accessories. Users should thoroughly read all instructions, including those for any attached modules. The bd alaris¿ pcu serves as the central interface for programming infusions, and the user manual emphasizes the importance of verifying all infusion parameters before pressing the start key to begin therapy. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error could not be identified. Inspection, log review and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had numerous errors related to the nurses programming the pumps in ml/hr when they should program in units/kg/hr. They are entering the value in the incorrect field leading to patients not getting the correct dose. The feedback at our nursing leadership meeting was that having both options available for programming increases the risk of errors. They continued to educate to program ¿bottom to top¿ but also wanted to ask if there is way to only allow programming in the dose field ¿ lock out the rate key. The nurses also shared that when the pump shows the current rate it displays in ml/hr and not units/kg/hr (on the scrolling text). There was patient involvement, but unknown impact.